Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that an oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros¿; chemolock¿; syringe transfer set w/microclave¿, chemolock¿ port was found to have generated a leak during patient use. The report stated that another leaking happened. The tubing was intact and not leaking at the time of preparation. When the patient returned to the infusion center, the patient reported leaking and having the tape the blue port to stop leaking. There was no harm but exposure and no delay in therapy. The medication involved is fluorouracil ndc 25021-0215-98.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.